Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of the customer, the protector of connector part was broken on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material due to the clogged sub water-supply channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found there was foreign material due to the clogged sub water-supply channel. Additionally, the angulation in the up direction was out of standards due to the worn angle-wire, the connecting tube and universal cord were corrugated, the protector of scope connector of universal cord was broken, the suction cylinder was deformed, the air/water was deformed, the scope cover was deformed, the gap on the up/down knob was out of standard due to the worn angle-wire, there were white scratch on the image due to the broken charged coupled device unit, there was flare due to the broken adhesive around the charged coupled device unit lens, the light guide bundle was abnormal, the light guide lens was broken, and the plastic distal end was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.